Event description:
Legal department received an evaluation letter from attorney's stating the dr. Had difficulties reducing the head and stem. After receiving the stem he took an x-ray and discovered the pt's femur was broken.